Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass surgery, while creating the stomach pouch, the reload was only fired halfway by the device. The display shut off but the surgeon was able to operate the switch and open the reload. It was noted that the device opened the reload with an amplified sound and the surgeon also noted that the adapter wiggled slightly on the device. The operation was continued using a new reload with a manual stapler. There was no patient injury.